Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: lap gastric bypass. According to the reporter: when the eeaxl2135 was fired, it felt as if it fired correctly. Then upon removal, the eea was very difficult to remove. When removed, the staples were placed on the donuts and there were no staples on the anastomosis. No staples were placed inside, they were removed with the donuts. It seemed as if the knife blade fired outside of the staples rather than on the inside of the knife blade. There was unanticipated tissue loss, no irreversible tissue damage, no extension of incision by more than one inch, no unanticipated blood loss of 500ccs or more, surgical time was not delayed by more than 30 min, no device fell into the patients cavity and nothing was left in the patient. Another orvil was placed and another eeaxl21 was fired and it worked fine. Patient is doing well.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two eea xl 21mm single use staplers with 3.5mm staples and two dst series orvil automatic 21mm devices opened by the account. The visual inspection of the staple guides noted the instruments were fully applied. The orvil anvils were observed to be tilted and attached to the instruments. A microscope examination of the devices displayed nicks on one knife blade. In addition, deep knife impressions and a cross cutting staple was observed along the cutline impression in one cutting ring/mylar cover. Functionally, the devices were applied over the appropriate test media producing acceptable results. The knives cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. A review of the device history records could not be performed because the lot numbers were not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.